Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 6f non-bsc introducer sheath. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The lesion was dilated with a non-bsc balloon catheter followed by implantation of a non bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).